Event description:
It was reported that during a bankart the bioraptor 2.3 pk suture anchor came out after placing the knot. The procedure was successfully completed without delay using a back-up device. An additional bone hole was performed in order to place the back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 2.3 bioraptor pk suture anchor, used in treatment, was returned for evaluation. Visual assessment of the device showed the anchor is free from the inserter. The suture has been knotted above the anchor. The major diameter of the anchor was found to meet print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.